Event description:
Customer reported the panorama central station shut down following a power outage, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included reconnecting the system's telemetry system. Communication was reestablished.